Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in an unspecified infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an unspecified infection. The breach in aseptic technique was further described as touching the end of catheter (transfer set). It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event (discontinued). Action with pd therapy was not reported. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.